Event description:
The customer reported that during the fifth seal cycle of a thyroidectomy, an end tone was heard but oozing occurred. Another generator was used but the same incident occurred again. Another device was used to complete the procedure without incident. There was no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.